Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received, section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a sinus infection, nasal/throat irritation or soreness, feeling like not getting enough oxygen. The patient has been using an antibiotic to help his sinus infections. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. Light amount of dust/ dirt found around the air inlet. Water ingress located in the blower box. Pil can confirm the presence of a dust/dirt contaminant around the air inlet. Pil can also confirm the presence of water ingress in the blower box. Pil found no evidence of sound abatement foam degradation and breakdown. Section h6 were updated and corrected by adding health effect - clinical codes in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a sinus infection. The patient did receive medical intervention in the form of an antibiotic. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.